Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported crack on the back of the battery casing and received a no-delivery alarm. Troubleshooting was declined by the customer. No harm requiring medical intervention was reported. The customer will continue the use of the pump and will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. No delivery alarms or audio/vibrate anomaly/absence of alarm were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked case, stained keypad overlay, cracked case (battery tube), broken belt clip rails, and pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment. No delivery/occlusion alarm - unknown timing, and audio/vibrate anomaly/absence of alarm were not confirmed during testing. Moisture damage was confirmed found on the force sensor and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.